Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low thyroid results for one patient sample from the cobas 8000 core unit. Of the data provided, only the results for elecsys ft4 ii assay were a reportable malfunction. The initial result was 0.139 ng/dl and the repeat result on (B)(6) 2018 was 1.34 ng/dl. On (B)(6) 2018, a new sample was drawn from the patient and the ft4 result was 1.29 ng/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 30320301 with an expiration date of 30-apr-2019. The provided qc data did not indicate any issues. The investigation was unable to find a definitive root cause.